Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the battery level for the imaging system would deplete in a short period of time. No additional information was provided. There was no patient present when this issue was identified.

Manufacturer narrative:
A medtronic representative went to the site, checked the system for replacement and replaced 30 imaging system batteries to resolve the issue. No parts have been received by manufacturer for analysis.

Manufacturer narrative:
The suspect batteries were returned to the manufacturer for analysis. The batteries was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.